Event description:
It fits fine but I've only been wearing it for about 1 month and the clear bottom is separating from the blue portion. I love the fit of the guard but am disappointed in the quality. I do not have my receipt since it was purchased with groceries and I usually don't save grocer receipts. Lot: 048056.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sough. This is being reported as a possible delamination, as chocking is possible as a result of delamination.